Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the atrial lead is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial and ventricular leads were too short for the patient. The ventricular lead partially dislodged and had loss of capture. The atrial lead was explanted and the ventricular lead moved to the atrium. A new ventricular lead was implanted. No patient complications have been reported as a result of this event.